Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access, and maintenance procedures.

Event description:
The complainant has reported that, a female pt (age unknown) underwent a therapeutic ercp in 06. It was reported by the physician that during the procedure," the cut wire on the hydratome broke. There had been no manipulation or torque." The procedure was completed with a different device. There was no reported complication or ill effect sustained by the pt. No product is available for eval.